Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided. Root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
It was reported on (B)(6) 2016, that a (B)(6) old patient pulled out the original gastric-tube and a new tube was placed, that leaked the next day. The nurse is unsure where on the tube, the leak occurred. The patient was hospitalized from (B)(6) 2016 with a diagnosis of viral pneumonia and sepsis. The source of the infection is unknown. The patient had no stoma closing. No additional information was provided.